Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During washing, the impella device was dislodged from the ventricle. Multiple unsuccessful attempts were made at the bedside to reposition the device. The patient was subsequently brought to the catheterization lab, where the impella was advanced across the ventricle, but it was found to be mispositioned. A decision was made to explant the impella and replace it with a new device. Later, it was reported that the patient experienced a hemorrhagic stroke with a midline shift and was found to be neurologically unresponsive. Additionally, the patient tested positive for heparin-induced thrombocytopenia (hit), and the purge solution was switched from heparin to bicarbonate. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.